Event description:
It was reported that the patient experienced hyperglycemia during the first night using the ilet pump, with blood glucose reaching 401 mg/dl and remaining in the high of 300 mg/dl for several hours after the patient announced a usual dinner but consumed approximately double the typical amount of pizza and did not hear the high glucose alert due to removal of a hearing aid and use of sleeping medication. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user education and troubleshooting regarding proper meal size entry and meal announcements without medical intervention. Investigation of this case revealed no device malfunction, with use error identified related to incorrect meal size announcement and missed high glucose alert despite volume being set to high. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incorrect meal announcement and missed alert.